Manufacturer narrative:
Date of event: unknown. Results: bd received twenty-five samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and a quality notification was found for high spraycoat fill ((B)(4)). Conclusion: based on the investigation, the potential root cause for the "clotting" in the tubes was determined to be a loose fitting on the spray coat nozzle, which caused a low additive fill.

Event description:
It was reported that the bd vacutainer® plus plastic pst tubes have been clotting. No injury or medical intervention.